Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 3 devices: chassis/frame / mechanical problem identified. 2 devices: chassis/frame / wear problem. 2 devices: chassis/frame / device migration. 2 devices: fastener / mechanical problem identified. 1 device: housing / device migration. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 10 malfunction event(s), where it was reported the device experienced cot falsely engages into fastener. No adverse consequence or clinically relevant delay in treatment was reported.